Event description:
Customer reported that their pump screen was dark and would not turn on. Did the issue cause the customer¿s bg to exceed 500 mg/dl? ¿ yes. Customer's bg due to the issue - specific value unknown. Value displayed "high" what actions did customer take to address high bg? - correction injection via mdi did customer require assistance from 3rd party? - no. Cts instructed the caller to confirm the pump is not plugged into a power source and to use the tip of their finger to firmly press the center of the button, directly on the ¿t¿. Did the pump display turn on? ¿ no. Cts instructed caller to plug the pump into a power source with charging supplies that are known to work. Did the pump screen turn on? ¿ no. What color led is blinking around the button? ¿ red. Is the pump vibrating at least once every 3 min? ¿ yes. Resolution ¿ cts to replace pump.